Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.

Event description:
It was reported that the diagnosis code c30.0 cannot be autostaged on the staging tab. The diagnosis code "c30.0" is using the schema "middleear" instead of using the "nasal cavity". There was no mistreatment. This issue was found internally.